Event description:
Reportedly, during pt use, the ventilator alarmed with 'low baseline pressure' and 'pressure sensor error' along with device alert. The ventilator stopped ventilating. The pt was ambu bagged and switched to another ventilator. There were no adverse pt effects reported.